Event description:
It was reported that the right ventricular lead experienced oversensing, and a slight decrease in impedance. The lead is still in use, and the lead integrity alert feature will be loaded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed sensed interference/noise. The ventricular short interval count averaged 14.8 counts/day, over 182 days, between (B)(6) 2010 and (B)(6) 2010. Analysis also noted varying resistance/impedance measurements. The weekly pace lead trend data shows min and max right ventricular (rv) pace impedance varying, from max rv pace of 736 down to 472 ohms at the lowest point between (B)(6) -2010 to (B)(6) 2010, then returning to 696 ohms on (B)(6) 2010.